Event description:
It was reported that the foot pedal did not turn on the radio frequency power on the ablation generator. The foot pedal was returned for service. It was indicated that there were no patient complications associated with this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. The foot pedal did not turn on radio frequency power on the ablation generator due to an air leak caused by a hole in the tubing.